Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had eroded through the patient skin and resulted in an infection as well. As a resolution the ICD was explanted. The patient condition was stable, discharged and was prescribed antibiotics.